Manufacturer narrative:
(B)(4). The marksman microcatheter has not been returned for evaluation. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined from the reported information. The same patient as reported in MDR 2029214-2015-05051 reference (B)(4).

Event description:
Medtronic (covidien) received report of marksman microcatheter breakage during a flow diversion procedure. The patient was receiving flow diversion treated for an unruptured, saccular aneurysm in the right ophthalmic internal carotid artery (ica). Vessel was severely tortuous. During advancement, the flow diversion device became stuck in the middle section of the marksman. The physician reduced slack; resistance was not resolved and both the flow diversion device and marksman were removed. After removal, the marksman appeared to be broken in the distal section. All broken marksman pieces were still on the guidewire; no broken segments remain in the patient.

Manufacturer narrative:
The marksman was returned for evaluation with the flow diversion device push wire. As received, the distal segment of the push wire was found deployed out of the marksman tip and the remainder was found inside the marksman. It was observed that the marksman was separated approximately 30cm from the distal tip. For further investigation, the pushwire was removed from the marksman lumen with difficulty. The marksman body was found to be stretched and accordioned at a section near the distal tip. The tubing material at the broken end exhibited jagged edges, exposed braid, stretching and necking. The marksman was tested by running an in-house mandrel through catheter tip and hub. The mandrel was able to pass through the catheter tip and hub and became stuck at the damaged locations. Based on evaluation of the returned device and the reported event details, the complaint of marksman breakage was confirmed. It is possible that the tortuous anatomy and the reported resistance during delivery may have contributed to the flow diversion device becoming stuck, subsequently causing the marksman body to become stretched, accordioned and separated. The broken end exhibited plastic deformation (stretching and necking) of the tubing material, which indicates that the marksman separated when the tensile strength of the tubing material was exceeded. However, the cause for resistance could not be determined. In this event, user error may have contributed to the reported issues. Per flow diversion device instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture.